Event description:
A surgeon reported during the start of a vitrectomy procedure, air leaked into a pt's eye through the infusion cannula resulting in an unintentional injection of subretinal gas into the anterior chamber. The tubing proximal to the valve, where the fluid and gas lines meet, was clamped, which solved the issue and the case was completed without further incident. Additional information received indicated the event occurred as the surgeon was preparing the eye for surgery, after the infusion line was inserted. The surgeon observed the eye getting hard and only air was coming into the eye . The surgeon reports that the pt is doing well and is seeing better than before surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).